Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number 1627487-2022-00052. It was reported that the patient was not receiving effective therapy from their system. It was found that both leads were showing high impedances, caused by fractures. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Additinal information: d4, d6a and h4.

Manufacturer narrative:
As reported high impedance on the returned incomplete lead was confirmed. As received the incomplete lead with terminal end segment and stim end segment was returned. Continuity test failed the stim end lead segment on electrode 1 and electrode 2 that would cause the impedance issue.